Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular lead exhibited high pacing impedance. No intervention was performed and the patient will further be monitored. There were no patient consequences.

Event description:
New information received notes that the right ventricular lead had exhibited decreased sensing.